Event description:
On (B)(6) 2026, the customer alleged to medela llc that she was in excruciating pain, and it feels as if her nipple is being pinched, she believes she has the wrong breast shield size. She reported she has mastitis and believes it's from using her swing maxi breast pump. Her doctor prescribed her antibiotics.

Manufacturer narrative:
Customer service sent a replacement breast pump and requested the return of her breast pump and parts. In follow up with a complaint handler on (B)(6) 2026, the customer reported she has finished her antibiotics, her milk supply is still decreased. She is using the new breast shields, and they are working much better. The customer's pump was tested on (B)(6) 2026 and no problem was found. Based on the results of our internal investigation (CAPA: 2025-0027) including published literature, it cannot definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women [2].